Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between june 21-23, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) bag was leaking at the port used by the nurse to spike the bag. This was noticed before use. There was no patient involvement. No additional information is available.